Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead dislodged. When attempting to reposition, the rv lead helix was unable to be extended. The rv lead was not used and the physician elected to implant a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region, the helix extended and clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the lead being over torqued and the helix clogged with blood/tissue.